Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found kinked by the doctor prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned an opened es-04706 kit with various components, including a guide wire assembly for evaluation. None of the components showed evidence of use. The guide wire was returned fully advanced within the advancer. Visual examination of the returned guide wire assembly revealed that all of the guide wire assembly components were present and assembled correctly. Visual examination revealed a single kink in the guide wire body. The kink in the guide wire were observed to be in the location of the exposed wire section in the advancer thumb guide. This damage is consistent with the guide wire coming in contact with other components during shipping and handling. Both welds were observed to be full and spherical. The kink in the guide wire was located 372 mm from the proximal tip. The overall length and outer diameter of the returned guide wire were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed on the assembly and manufacturing of the guide wire and no relevant issues were identified. (Con't) other remarks: the report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed a kink in the guide wire body. The damage observed is consistent with damage during transit. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that shipping and handling caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the swg (spring wire guide) was found kinked by the doctor prior to patient use.